Manufacturer narrative:
Investigation findings to date indicate the reported malfunction occurred during recirculation and not during dialysis mode. The user visually observed the saline bag refilling with dialysate during circulation. There have been no adverse events associated with the reported issue. The report is being investigated by the MFR via a CAPA. The investigation is pending a supplemental MDR with the plant investigation.

Event description:
A user facility reported a saline bag back filled during recirculation mode. A pt was not connected to the machine at the time of the event. The drain line length and building drain height were both within spec. There were no obstructions to the drain.

Manufacturer narrative:
Device review: the user facility did not request an on-site investigation by the MFR's regional equipment specialist and no parts were returned for failure analysis investigation. During f/u, the customer indicated that the machine is operating to spec and is back in service. The customer calibrated deaeration pressure and performed an induced positive pressure test to ensure that the filling program cleared in a timely manner. A device history record review was performed including labeling reconciliation, material/component traceability, non-conformances and/or any associated rework potentially related to the reported complaint, in-process and final qc testing, and process controls. The device was found to have been mfg to spec with no unexpected variances or adjustments. The actual device was not evaluated by fresenius personnel; therefore the failure mode cannot be confirmed or replicated in field testing.